Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation and interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: intermedics-lead, implanted: (B)(6) 2005; 4194 lead, implanted: (B)(6) 2007. The initial reported event of lead having an increased impedance and noise was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was transported to the hospital after receiving inappropriate therapy due to the right ventricular (rv) lead having an increase of impedance and noise. Reprogramming was completed to inactivate the lead function and the lead was capped and replaced. No further patient complications have been reported as a result of this event.(B)(6) 2020 it was further reported that the right ventricular (rv) lead had fractured. The lead was explanted several years following the lead being capped and replaced.